Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00695. It was reported the patient underwent a trial procedure on (B)(6) 2017 where 2 trial leads were placed. On (B)(6) 2017 the patient presented to the healthcare provider experiencing ineffective stimulation. Diagnostics indicated elevated impedance readings. At that time, the medical assistant began to remove part of the dressing over the area containing the lead exit site and when doing so, inadvertently cut the trial leads. The leads were then removed and the physician plans to have the patient undergo another trial procedure at a later date.